Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that tr band was applied after this case. The 17mls of air was put in and the sheath was removed. Air was titrated down according to protocol. After turning around to clean up tray, blood loss was noted under the band. More air was inserted and the band was then visualized deflating. A new tr band was opened and applied. It was reported that the patient was stable. The reported blood loss was less than 250ml. It was reported that the procedure outcome was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results and to update section: UDI number and expiration date in the initial report was inadvertently reported incorrectly. Methods, result and conclusion codes are unable to be selected at this time. Esubmitter support has been notified. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.